Manufacturer narrative:
Pt and device codes hemorrhage is not listed in the instructions for use. Event is still under investigation.

Event description:
A (B)(6) year old female underwent left leg aif and intervention with laser arthrectomy and percutaneous transluminal angioplasty on (B)(6) 2012. The right femoral artery (rfa) was accessed. Bilateral lower extremity (ble) angiography performed before intervention to lle. A 6fr/55cm ansel sheath was used right femoral artery, contralateral passage to lle. A laser atherectomy and pta were done to left sfa. Resistance was met in left iliac when removing the sheath via right femoral artery. Sheath 'broke free' and was removed intact. Dilator was not in. Another manufacturer's guidewire was being used for exchange. Another manufacturer's closure device was used rfa with hemostasis. Pt then complained of lower abdominal and back pain, swelling. The physician re-accessed right femoral artery, found right external iliac artery (eia) extravasation/retroperitoneal hemorrhage. Bleeding was controlled with another manufacturer's balloon and stent. A right common femoral artery (cfa) thrombosis and loss of flow resulted, went to operating room (or) for surgical management of this. Summary of op. Note/operating room procedures: longitudinal incision across right groin crease; found right external iliac artery tear, removed stent and repaired external iliac artery, 5-o prolene suture used; thromboendarterectomy of right common femoral artery, sfa. Saphenous vein graft patch to right common femoral artery; angiosculpt balloon pta to sfa lesions that pre-existed; good flow rle at conclusion.